Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Primary surgery (tka vega knee implant): (B)(6) 2013. X-ray on (B)(6) 2015 showed detached vega femur component. Revision surgery: (B)(6) 2015 (e.motion ps revision). Additional components: nx049k / vega ps tibial plateau cemented t0 batch: (B)(4) exp. Date: 09/01/2023. Nx101 / vega ps gliding surface t0/0+ 12mm batch: (B)(4) exp. Date: 07/01/2018.

Manufacturer narrative:
Investigation: the tibia component appears to have been cemented correctly. Normally the bone cement is mixed and the tibia component implanted first, followed by the femur component. If they took too long positioning the tibia component it is possible that the femur component was implanted and positioned after the time frame for application. Batch history review: the manufacturing documentation has been checked for all of the above listed lot numbers. There is no indication for a manufacturing error or material defect. Conclusion and root cause: the most likely root cause of the failure is user related. Rational: the failure rate is within the allowable limit of the risk analysis. No CAPA is necessary.